Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." "Patient rcc transfusion began at 11.12am. 312mls over 3 hours. Observations checked as per hospital policy. At approx. 12.30pm patient rang call bell to say infusion was finished. Infusion found to be completed far too early. Unclear how this happened as ensured all rates were correct. Vital signs checked, examined patient. Reported incident to cnms on duty. Vital signs continued to be monitored, fluid balance chart maintained. IV pump removed from room. Patient reports feeling well, advised him to use call bell if he begins to feel unwell. Consultant aware. No adverse effect on patient. Incident on our (B)(6) oncology ward. Incident occurred on (B)(6) 2021." ""

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The history files from 2021-12-14 was investigated. At 12:27 pm a new rate was set with a value of 294 ml/h, in the same minute the time was set with a value of 3:00h. At 12:28 pm a space line neutrap. Was inserted. The infusomat space was put in operation at 12:28 pm, after a few seconds an "air bubble" alarm displayed (the reason for this alarm could not clarified). At 12:32 pm the infusion starts again. The infusion ends at 13:29 with an act. Volume infused of 280,3 ml because of a "upstream" alarm (the reason for this alarm could not clarified). The history does not show any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,09%. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.